Manufacturer narrative:
(B)(4). Carefusion technical support determined that the probable root cause of the reported event was a faulty front panel assy. A replacement front panel assy was shipped to the customer. Carefusion issued a returned goods authorization (rga) number to the foreign distributor for the return of the alleged faulty front panel assy for evaluation. As of feb 19, 2015 the alleged front panel assy has not been received. Should the alleged front panel assy be received and evaluated, a follow up medwatch report will be submitted.

Event description:
This complaint originated from our foreign distributor in (B)(6). Per the distributor, the touch screen is not working. No patient involvement.